Manufacturer narrative:
Patients age was not reported but it was indicated that they are over 18 the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Device component code relates to device problem code for the reported event of sponge was detached. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a rx locking device and biopsy cap were used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure. The date of the procedure was not reported. According to the complainant, during the procedure the sponge detached into the working channel of the scope. This was noticed when resistance was met when the physician was advancing a catheter through the scope. The scope was switched, and the sponge was manually removed. The procedure was completed with another rx locking device and biopsy cap. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.